Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the grip cable was broken at the distal idlers. The idler pulley spins freely and was not damaged. The cable segment stuck out at the wrist. No other cables damage was found. Intuitive surgical inc, (isi) has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusions: a piece of the mega needle driver cable instrument allegedly broke off into the patient and the fragment was retrieved. However, at this time, it is unknown how the broken fragment was retrieved. No patient harm, adverse outcome or injury was reported.

Event description:
It was reported that during a da vinci surgical procedure, the customer noted that a piece of wire of the mega needle driver instrument fell inside the patient and was retrieved. No patient harm, adverse outcome or injury was reported. The surgery was completed.